Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the "tibial alignment guide in question exhibited great difficulty in attaching to the nail (via the nail holding bolts). Surgeon tried first bolt, it would not attach and nearly got permanently stuck inside the alignment handle. 2nd bolt was firmly attached to the nail however could not be subsequently disassembled." Surgical delay of 30-35 minutes.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received nail handle t2 tibia shows normal traces of usage. The nail handle was stuck with the nhs (nail holding screw) and tibial nail. Hammer sign at the upper side of the nail handle and nail holding screw evident. Since, all the 3 devices were stuck together, a functional inspection was not possible. The received devices were not possible to be disassembled therefore, a definitive root cause could not be determined. The alleged event is most likely caused due to an oblique insertion/cross threading/some debris inside the hole. The investigation of the parts involved indicates that it is likely that the observed issue of seizing of the nail holding screw is possible, if an unfavorable constellation of several dimensions (extreme value and specific direction) meet when assembling the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time a review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the "tibial alignment guide in question exhibited great difficulty in attaching to the nail (via the nail holding bolts). Surgeon tried first bolt, it would not attach and nearly got permanently stuck inside the alignment handle. 2nd bolt was firmly attached to the nail however could not be subsequently disassembled." Surgical delay of 30-35 minutes.